Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center caused three endoeye flex scopes to be faulty. The picture was wavy, had interference and was lost. The issue occurred during the middle of a procedure. There was a 15 minute delay to change the devices to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was not returned to olympus for evaluation. An olympus field service engineer visited the site to evaluate the device. The fse found there was no fault or error with the video system center and the three scopes needed to be sent for repair. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.